Event description:
The customer reported that the 840 ventilator had a blank screen. It is unk if there was any pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).